Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73g1500547 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler gets stuck after 3 to 4 staples have been placed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging, lot # was not confirmed with sample, stapler was received with remaining staples. During visual inspection the component looked well assembled, no stuck staple in tip of the cartridge. Functional inspection: stapler was activated according to the IFU product "the trigger must be squeezed all the way in" and a staple was loaded, closed & released; then stapler was fired several times and a total of 24 staples were loaded, closed & released properly. No quality issues were found during testing. Sample received did not confirm the defect reported by the customer stuck in stapler during visual inspection. A functional inspection was performed with remaining staples received, the device worked properly. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: the stapler gets stuck after 3 to 4 staples have been placed. The patient's condition was reported as fine.